Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump was blank. Customer blood glucose reading was 55 mg/dl. Troubleshoot was performed. Customer stated that the insulin pump was exposed to moisture while swimming prior to blank display. Customer also reported crack on the battery compartment. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self-test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, was received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. The insulin pump was received with scratched case, case cracked behind the insulin pump at the corner of the belt clip rails, pillowing keypad overlay, and minor scratched lcd window.